Event description:
Clear corneal incision made, phaco probe placed in eye through incision. Phaco probe turned on. Immediate corneal whitening noted at incision measuring 3mm x 2mm. Whitish material noted in phaco tubing & anterior chamber. Phaco probe removed from eye and wound assessed.